Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that a couple of months before reported event date every now and then, if the patient moves the wrong way, the patient feels that the stimulator was sending a shooting pain up the right side of the back. It was noted some days ¿it¿s just wonderful¿, it allows the patient to walk, and some days it sends a shooting pain up the back. It was also reported starting the end of may, the summer heat would cause the stimulator to make the patient¿s hip pain worse and had to ice it down. When the patient left the stimulator on, it would cause more pain so patient had to turn it off. It was noted that the patient adjust the programs and has had no falls or traumas. It was reported that the patient would be getting facet shots starting the day before thanksgiving.